Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the posterior cerebral artery using a penumbra system 3max reperfusion catheter (3maxc), non-penumbra guide catheter, and a guidewire. During the procedure, the physician inserted the 3maxc into the guide catheter and then inserted the guidewire into the 3maxc; however, the guidewire became stuck in the middle shaft of the 3maxc and guide catheter. The 3maxc was therefore, removed out from the guide catheter. Subsequently, the physician flushed the 3maxc on the back table and then inserted the same guidewire into the 3maxc, but again, it became stuck inside the 3maxc. Therefore, the 3maxc was not used for the remainder of the procedure. The procedure was completed using a new 3maxc with the same guide catheter and guidewire. There was no report of an adverse effect to the patient.